Manufacturer narrative:
Image analysis the customer returned one image for analysis. Image 1: this image depicts what appears to be a detached section of the protégé everflex device. From the returned image the customer complaint of ¿that the distal outer sheathing / tip of stent broke off in the vessel during procedure and had to be surgically removed¿ can be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to use a protégé everflex self-expanding stent and an inpact admiral dcb balloon during treatment of a soft tissue lesion in the patient¿s right superficial femoral artery (sfa). There was no damage noted to packaging (i.e. Shelf carton, hoop/tray). There were no issues noted when removing the device from the hoop/tray. The IFU (instruction for use) was followed during preparation, procedure, post-procedure. Embolic protection was not used. The vessel was pre and post dilated. The device was not passed through a previously deployed stent. It was reported that the distal outer sheathing / tip of stent broke off in the vessel during procedure and had to be surgically removed. The stent was successfully deployed. No resistance was encountered when advancing the inpact admiral. Inflation difficulties were reported. No leaks were noted on the device. The inpact admiral was safely removed from the patient. Procedure was completed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.